Event description:
According to the rptr: suture was used during seven cases and led to dehiscence of the wounds.

Manufacturer narrative:
(B)(4). Ref MDR #s of other 6 cases: 1219930-2011-00644, 00615, 00646, 00647, 00648, 00649.